Manufacturer narrative:
The laser fiber was not returned to the manufacturer. As a consequence, it was not possible to determine the root cause. We are unaware about operator injury.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.